Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Device has been explanted and discarded.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.